Event description:
It was reported that the patient had an explant done approximately two months after implant due to vein issues. The manufacturer's device registry showed the device was explanted approximately ten months after implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); anchor model 3550-39 lot# n281673 implanted: (B)(6) 2011 explanted: (B)(6) 2012; antenna model 37092 lot# 272450001.